Manufacturer narrative:
December 28, 2015 09:57 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed that the vasoview hemopro 2 silicone covering was coming off of one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical was observed. No blood was observed on the device. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. This analyzed failure was not reported by the account. No other non conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed that the vasoview hemopro 2 silicone covering was coming off of one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.